Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to deploy and balloon rupture were not tested/confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the distal left anterior descending (lad) artery. The 2.5 x 18 mm implant delivery catheter was advanced to the lesion with no resistance. When attempting to deploy the implant, the balloon did not inflate and contrast was observed leaking from the balloon. The delivery catheter was removed with the implant still crimped on the balloon and a new same size implant was deployed without issue to treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.